Manufacturer narrative:
Insulin pump had blank display due to broken solder joint. Analysis was unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Insulin pump was received with cracked display window, cracked case at display window corners, broken off battery tube threads, cracked reservoir tube lip and missing end cap sticker. No corrosion on battery tube or on battery contact spring noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display. Customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin had cracks near the display and near the battery compartment. It was reported that the insulin pump was not dropped/bumped or exposed to moisture. A new battery was inserted and the display was reported to be okay and that it passed self-test. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.